Event description:
(B)(4): during the course of a minimally invasive aortic valve replacement. The (B)(6) suffered from repeated malfunctions without recovery. The system required re-booting to continue function. The first event occurred after changing the probe from tee to epiaortic. The system would not recognize either probe and displayed a "probe removed" error requiring reboot. The next event occurred while coming off of cardiopulmonary bypass and de-airing. The screen image was frozen and unable to be freed. This also required a reboot. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.